Manufacturer narrative:
Date sent to the FDA: 12/23/2008. Blade dull/poor cutting. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent laparoscopic supracervical hysterectomy in 2008. During the procedure, the hand piece blade was not sharp and would not cut. A second device was obtained and the procedure was successfully completed with no adverse patient consequences.